Event description:
Patient was revised due to loosening, poly wear and osteolysis. Tibial insert showed pitting and delamination on lateral & medial edges. Severe osteolysis on lateral femoral condyle. Some signs of osteolysis on tibia.